Event description:
It was reported that the patient underwent a surgery for unknown reason involving a previous sling. A new artificial urinary sphincter (aus) was implanted. No further information was reported.